Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 635 mg/dl. Customer was in the emergency room as a result of high blood glucose. Customer also reported that the insulin pump was under-delivering the insulin because the insulin pump was not delivering. The customer stated that the insulin pump indicated that low blood glucose but the reading was over 600 mg/dl. The customer stated they just did shots and got aggravated with it. The auto mode was not active at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and the reservoir will not be returned for analysis.